Manufacturer narrative:
H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient underwent a wound washout. There was suspicion of infection, but when inspected everything looked good. The pocket was rinsed, and the patient was provided antibiotics. It is suspected that the patient was having an allergic reaction to something else due to extensive rash. Device history records were reviewed for the generator. The device passed all functional specifications and quality tests and was sterilized prior to distribution. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.